Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion and tip damage occurred. The lesion being treated was located in the proximal left anterior descending artery and was 90% stenosed with severe calcification and moderate tortuosity. The taxus express2 2.5x12 stent was advanced to the lesion after the lesion was pre-dilated by a 2.5x10mm balloon, but the taxus stent was not able to cross the lesion. The lesion was dilated again, but it was the same result. The taxus stent was removed from inside the pt, and the physician noticed tip of the catheter flared. The procedure was completed with a taxus express2 2.5x8mm stent after ablation by rota 1.5mm. The procedure was completed with a different device and the pt is reported in "good" condition. Analysis of the returned device revealed stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for this device found that it met its material, assembly and product specifications at the time of release to distribution. The device was returned to the complaint investigation site (cis) for analysis and initial visual examination of the returned unit revealed proximal stent damage. The stent was damaged on row 1 from the proximal side, the stent struts were raised distally. The balloon and tip were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.